Manufacturer narrative:
The analysis did show that the head of the handpiece had a dent. This caused the push button to stick in causing high inner friction and therefore heat up of the head. A second dent was found on the other side of the head close to the spray plate. This indicates that the product received strong hits from outside, e.g. Dropping during reprocessing. Also the retention force of the handpiece was too low which shows that the chuck system was worn. After disassembly of the handpiece it was in addition found that there was heavy residue inside and the bearings have been gritty. This shows that the maintenance was not performed as requested by user instruction. The residue and bad condition of the bearing caused in addition a heat up of the device. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment on tooth #15 the patient was burned in inside upper lip. Burn was 1/8 inch in size. It is unknown if patient was given any ointment or medication for burn.